Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was exhibiting a monitoring voltage of 2.68 in august 2006 and 2.9 in april 2006. The patient recently reported hearing beep tones consistent with elective replacement indicator (eri). A boston scientific technical services (ts) consultant discussed that we typically recommend replacement of the device within 3 months from the date of eri, but in a case that appears to be early battery depletion, replacement would be recommended sooner than that. Additional information was received that this ICD was explanted and successfully replaced. No adverse patient symptoms were reported.